Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer form india of break in aseptic technique and peritonitis in a (B)(6) male patient coincident with dianeal pd2 ultrabag therapy. On an unreported date, the patient began treatment with dianeal pd2 ultrabag (dose and frequency not reported) intraperitoneally (ip) for peritoneal dialysis. Dianeal therapy was ongoing. On an unreported date, the patient experienced a break in aseptic technique describes as patient made a mistake. On (B)(6) 2012, the patient experienced peritonitis, which did not require hospitalization. The cause of the peritonitis was the break in aseptic technique. On an unreported date, the patient received injection vancomycin 2 grams, route and frequency were not reported. The event of peritonitis was resolving and considered unrelated to dianeal therapy.

Manufacturer narrative:
(B)(4). This complaint for use error-breach in aseptic technique was confirmed because it was reported that the patient made a break in aseptic technique/mistake, which is a use error that can cause peritonitis. The labeling adequately and accurately addresses the use error described in the complaint.

Manufacturer narrative:
(B)(4). A sample was not requested as this event involved use error and there was no product allegation. A 510(k) number will not be provided in the MDR as the product code and lot number are unknown. Information regarding if the patient was retrained on proper aseptic technique has been requested from the local region. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.